Event description:
It was reported that during deployment of a stent graft close to the arterial anastomosis of an av wrist fistula, approximately 1/4 of the stent graft deployed, resistance was encountered and would no longer deploy. The device was removed without incident and another stent graft was deployed successfully. There was no pt injury reported.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information, which was updated in the appropriate sections. Medical records were received and reviewed. Based on medical records, the patient has a history of chronic restenosis at the anastomosis of the cephalic vein from an av graft. On (B)(6) 2014 the patient had a stent graft procedure in the right cephalic vein for reoccurring stenosis in a previously placed stent graft. Guided fluoroscopy demonstrated stenosis in the anastomosis of the right cephalic vein. The stent graft was advanced to the location the stenosis; however, despite attempts made the stent graft could not be deployed. The stent graft was exchanged over the guide wire and removed as one unit without incident. A 6 fr introducer sheath was exchanged for a 7 fr introducer sheath as two additional stent grafts were deployed successfully in an overlapping manner, expanding the stenosis at the location the anastomosis of the cephalic vein. Digital angiogram images demonstrated the a-v graft and the anastomosis of the cephalic vein to be patent with good blood flow. The procedure was concluded without patient incident. Physician stated the av graft had good thrill at the conclusion the procedure. There was no reported patient injury.

Event description:
New information from medical records: following removal of the stent graft that could not be deployed successfully, an additional two stent grafts were deployed in an overlapping manner to cover the restenosed lesion, successfully. A fistula gram performed identified no additional significant stenosis in the cephalic vein. The procedure was concluded and hemostasis was obtained via pursestring suture closure. The cephalic vein had a good pulse with good thrill. There was no reported patient injury.

Manufacturer narrative:
The DHR have been reviewed and this to met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation. The sample was returned inserted into a 9f terumo sheath. The distal end of the sheath was noted to be jaded. The safety clip was missing upon receipt. The tuohy borst valve was tight and the two-way stop cock was open. The outer catheter was noted to be stretched 51mm from strain relieve. The stent graft was partially deployed and protruded approximately 16mm from the tip of the outer sheath. Dried blood was present between stent graft and outer catheter. An attempt was made to deploy the stent graft, however, due to the dried blood in the device the partially deployed stent graft could not be deployed. The investigation is confirmed for partial deployment, as the stent graft was returned partially deployed. However, the root cause could not be determined based upon available info. It is unk whether pt and/or procedural issues contributed to the event.